Manufacturer narrative:
This report is being supplemented to provide additional information. Based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d5, g2 and h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the startup test of the clv-s190 was conducted, and it was confirmed that "e207 occurred as soon as the power was turned on. No abnormalities were found in the appearance of the emergency light and the equipment. A replacement was recommended. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned and inspected at olympus medical systems corp. (Omsc). Resulsts were found as follows; -visual inspection. There were no abnormalities within the parts of the subject device that could be visually confirmed. -the subject device running test. It was duplicated the reported phenomenon which the error e207 was occurred. -operation check. There was no abnormality when connecting and operating according to the instruction manual. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. From the following facts of the investigation, omsc presumed that the error e207 occurred due to the emergency lamp failure of the subject device, but the cause of the emergency lamp failure could not be identified. -when a start-up test of the user facility device clv-s190 was conducted, it was confirmed that the error e207 occurred immediately after the power was turned on. -it was confirmed that the error e207 did not occur by replacing the emergency light of the user facility device clv-s190 with the emergency light of omsc device clv-s190. -no abnormality was found in the appearance of the emergency light. -in addition, it was confirmed that there were no abnormal parts in the subject device. -when checking the manufacturing history, it was confirmed that there were no manufacturing abnormalities or corrections. -the instruction manual for otv-s190 (the video processor which may connect to the subject device) states that the error e207 is an error that occurs when the emergency light of the light source device is off or out of order. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e207 which indicated the emergency lamp of the subject device is burn out or failed was displayed just after turning on during the preparation for use. The user cleared that error with esc key and completed the intended unspecified diagnosis procedure without any problem. Then each turning the power-on of the subject device, the error e207 occurred. The user also reported that the emergency lamp of the subject device has been never used. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.